Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, the patient underwent lumbar fusion at levels l3-4 wherein rhbmp-2/acs was implanted. Post-op, the patient had increasing severe low back pain, right thigh and groin pain, weakness and numbness in her right leg, and swelling in her legs. The patient underwent a revision surgery on (B)(6) 2012. The patient continued to experience chronic back pain, with pain radiating to her groin and right leg, numbness/tingling in her right leg, and urinary incontinence. Plaintiff requires periodic use of a walker to assist in ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient was preoperatively diagnosed with l3-4 degenerative disk disease with annular tear status post prior l4-5 and l5-s1 posterior spinal fusion and underwent the following procedures: anterior lumbar interbody fusion l3-4 with discectomy. Anterior lumbar plating l3-4 (synthes atb system). Placement of allograft cage (depuy medical eg 1) l3-4. Placement of bone morphogenic protein fusion device at l3-4. The MRI prior to surgery showed a dark disk. As per the op notes: ¿the disc space was instrumented, shaped and fit with an 18-mm depuy bt2 allograft cage packed with small rhbmp-2/acs, saturating a collagen sponge with the bone morphogenic protein suspension and rolling the small collagen sponges around the cancellous allograft chips, placed in the central portion of the bt1 cage.¿